Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The error alarm was confirmed in the long trace and the root cause was the non-sleep anomaly software error. The pump also had minor scratches on the lcd window and a scratched case.

Event description:
It was reported that the insulin pump alarmed an error several times every 4 hours. The caller did not know the blood glucose reading. The alarm was generated because a power system error was detected and the error did not prevent the device from running when the back up battery failed. Nothing further reported.